Event description:
The reporter indicated the surgeon used a (B)(4) preloaded injector to insert the lens. After lens insertion, a crack was noted on the lens near the haptic joint. The lens remains implanted. No adverse event reported. Cause of incident is unknown.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other) - device work order search results - (other): device work order search: a device work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation in progress. A current investigation involving cracked or stiff optics on the 3-piece silicone lenses is ongoing. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusions: (unable to confirm complaint): based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).